Event description:
A talent stent graft system was implanted in a patient for endovascular treatment of an abdominal aortic aneurysm. Vessel and aneurysm morphology at the time of implant was reported as there was mild tortuosity and mild calcification. Currently the aneurysm is 7.5 cm in diameter, 45 degree aortic neck angulation, mild moderate to severe calcification, and disease progression. The patient presented to physician at follow up appointment. The CT scan revealed that there was stent graft migration and a proximal type ia endoleak. The stent graft migrated distally 1.5 cm from lowest renal (left) and the aorta measures 43 mm due to disease progression of aortic neck. The physician implanted two endurant aortic cuffs 36x36x70 and used aptus staples. It was reported that both renals were covered one renal (left was snorkeled with stent). The proximal type I endoleak was resolved. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4).